Event description:
End user states the "ultra14 caused her uti which caused her a hospitalization." End user states "she recently started using this catheter as her magic 3 go was out of stock. This was her first time using them. She is a 72 yr old female caths for retention, not a new catheter user. She said she only used "a few" from 1 box and it caused her a irritative symptoms upon first uses. She said the lubrication was very irritating to her urethra. She said they were too short for her anatomy and she wasn't able to reach her bladder to drain well getting out "barely anything." Her magic 3 gos were longer and worked better to drain. She said she knew she had a uti shortly after using them as she had urgency, frequency, could not sleep and little blood as well with cathing. She went to urgent care this past monday night and they did urine testing and found uti and sent her home on antibiotics. She said by tuesday night she was so weak she couldn't walk she fell and no broken bones but said she hit the side of her head in the fall has redness on her cheek and swelling on her nose. Tuesday night she called 911 and they took her to the hospital by ambulance where she said they found she was very dehydrated even though she said she had been drinking same amount of fluids as always. They gave her saline via IV she said she said they didn't give her IV antibiotics that she could remember and sent her home with a different oral antibiotics, bactrim which she is taking now which is working although it is making her feel tired. Prior to this uti, her last uti was in (B)(6) 2022/ (B)(6) 2023 when she had recurrent uti. She said "she didn't even know she had it" then and it was found when she was hospitalized. Her nephrologist and urologist never found the cause she said. Prior to this she said it had been a long time for her getting utis." End user has discontinued using this catheter.

Manufacturer narrative:
A2: female, age 72. D2a: common device name: catheter, urological. E.1: complainant street address: (B)(6). Complainant city: (B)(6) philippines. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4); manufacturing site: (B)(4).